Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 325 mg/dl and a bolus via the pump was used to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the tubing. Reportedly, the customer was using apidra insulin in the cartridge. The customer was to consult with a healthcare provider to discuss changing the type of insulin used.